Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 12.1, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. A longer length lens was implanted on 05/oct/2022. This resolved the problem. Cause of the event is reported as unknown.